Event description:
Pt reports she last infused on (B)(6) 2026 and curlin pump would not work/alarm code to replace lithium battery came up. Pt was able to receive full infusion with a borrowed pump that the home health nurse had access to and denied any issues with infusion. Pt will be returning the pump the pharmacy. No adverse events were reported. Pump serial number: (B)(6). No other specifics regarding defective device.